Event description:
Customer's wife reported that the sensor and blood glucose reading were different. Customer's blood glucose was 90 mg/dl. Customer stated that past even the sensor glucose reading was 61 and blood glucose was 117mg/dl. Customer unable to upload carelink stated will call back. Advised customer we from the insulin pump to better explain. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.